Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of high discrepant inr results on coaguchek xs meter serial (B)(4). The customer stated he received a result of 6.9 inr at 8:00 a.m. And 30 minutes later re-tested on the same finger and received a result of 4.7 inr. During a review of the meter memory, the initial result is listed as 7.1 inr at 8:14 a.m. And the 2nd result is listed as 4.7 inr at 8:16 a.m. The result of 6.9 inr is listed as occurring at 6:47 p.m. The customer provided the results of 6.9 inr and 4.7 inr to his doctor and was advised to hold his warfarin dose for 3 days. The customer's therapeutic range is 2.5 inr - 3.5 inr. No medical treatment was required. No adverse event occurred. The customer is in "normal" condition. The customer is not anemic, is not on heparin or other direct thrombin inhibitors and does not have antiphospholipid antibodies. The customer is currently on an antibiotic for unspecified reasons. The customer has had no changes in his diet. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 294151) were tested in comparison with the current master lot. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The customer¿s meter was returned for investigation. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.0 - 3.0 inr). All measurements were without error messages. The maximum difference between measurements was 4%. The customer used the same finger for both tests and is on an antibiotic. For a second measurement, a new puncture of a different finger is mandatory. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.